Manufacturer narrative:
H4: the lot was manufactured in september 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from the proximal port. This was identified after starting pemetrexed infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.